Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The pulse generator exhibited backup operation. No intervention was reported and the patient would be monitored

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The pulse generator exhibited backup operation. The device was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).